Event description:
It was reported that while in the ccu (cardiac care unit) blood was found in the line and the md attempted to remove the intra-aortic balloon (iab). The md found the iab hard to remove and as a result, "intima" (artery) damage occurred. An emergent pta (percutaneous transluminal angioplasty) was performed. The iab was finally removed and the patient is under control. There was no other iab inserted. According to the report, there was a delay / interruption in intra-aortic balloon pump (iabp) therapy, however the timeframe is unknown. The patient was injured and experienced complications listed as "intimal damaged." Medical / surgical intervention is described as "emergent pta." Pump strips were not generated. It is unknown if x-rays were performed. The patient outcome is listed as "follow-up." It was noted that blood seemed to reach the iabp.

Manufacturer narrative:
(B)(4).